Manufacturer narrative:
Investigation of the cannula assembly did not find a bent, kinked, or damaged soft cannula. Inspection of the cannula assembly did not find damages or defects that could result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The formed needle was inspected and discovered its tip was curled. Blood was observed on the adhesive pad. Thus, it can be confirmed that the curled needle tip was the cause for the reported bleeding/bruising.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 280 mg/dl while wearing the pod between 4 and 24 hours. The pod was leaking insulin and there was redness and bleeding from the infusion site (leg); when removed the pod's cannula was found bent. As treatment, a manual injection was given and a new pod was applied.